Event description:
It was reported that the area around the metal part of the transmitter power plug was melting. The transmitter was replaced. There were no patient consequences.

Manufacturer narrative:
The reported complaint of the transmitter¿s power plug sustaining heat damage was verified. As received, a transmitted was returned for investigation. The visual inspection noted that the power plug was melted. No other anomalies were identified.